Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerated lumbar procedure: olif-25 (oblique lumbar interbody fusion) it was reported that intra-op, the interbody inserter shaft broke at the junction of inserter and the implant while being impacted and the broken part remained in the implant. No patient complications occurred as a result of the event.